Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to a mid:14 (bg power supply) error message. Further investigation of the thermogard console was performed at zoll (B)(4). Based on the investigation findings, the root cause of the mid:14 (bg power supply) error message, was the defective danfoss module controller, as a result of normal wear and tear and/or due to a defective component. The thermogard console was manufactured in january 2015, and it is almost 6 years old, beyond its expected serviceable life of 5 years. During the visual inspection, a coldwell cap was noted missing. This type of issue found during the visual inspection is most likely attributed to user mishandling. The coldwell cap was replaced to address the issue. The thermogard console failed the initial functional testing due to the mid:14 error message displayed upon powering up the console. Investigation revealed that there was a short circuit on the 24vdc input of the danfoss module controller, which connects the power supply to the danfoss module. The defective danfoss module controller was replaced to remedy the fault. Also, a low battery voltage was observed during further functional testing, likely due to normal wear and tear of the console. The lithium battery was replaced to remedy the issue. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(4). .

Event description:
On (B)(6) 2020, during preventive maintenance, the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message upon power on. No patient involvement.